Event description:
Nurse set up feeding tube to infant at 15:30. Infant was also receiving medications through an IV line. At 16:30 in the afternoon nurse found milky solution in the medication IV line. Pt was having bradycardia and the house officer was called. He placed the infant on a ventilator. Pt was taken off vent after 2 days. Pt has no symptoms stemming from the event. Pt was 26 days old.